Event description:
Additional information received reported that baclofen therapy started on 2013 (B)(6) and had been ongoing. Other medication in the system includes fentanyl, bupivacaine, and clonidine. It was stated that patient never reported any symptoms. It was reported that the stall recovered after two hours. It was unknown what caused the stall and what caused the error on the physician programmer. It was noted that patient was stable on current medication regiment. Additional information received reported there was no baclofen in the pump at all. It was noted that patient was a pain patient. It was noted that they hcp uses stall and stop interchangeably and the "stall" mentioned in the previous information is the same as the pump that had "stopped."

Event description:
It was reported that, while updating the pump after a dose increase, the programmer displayed a ¿broken programmer picture.¿ when the reporter interrogated the pump with a different programmer, the pump status indicated that the pump had been stopped for two minutes. The device system was used to deliver fentanyl, clonidine, and bupivacaine.

Manufacturer narrative:
Concomitant products: product ID 8596, serial # (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).